Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The no delivery test was not performed due to prime anomaly. The device passed the rewind, basic occlusion, and displacement tests. No motor error alarm noted and motor passed the motor test. The device had cracked battery tube threads, reservoir tube, reservoir tube lip, belt clip slot, and minor scratched display window.

Event description:
Customer's mother reported a motor error alarm during a bolus delivery. The mother also reported two no delivery alarms. The mother could not recall any significant events leading to the alarms. The mother stated she was able to rewind the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.